Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400; lot #538b; serial #(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 299,000 joules of use and 43 minutes ¿tip of the fiber broke outside patient; vapor/aiming beam coming out at multiple angles¿ was noted. The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged and the procedure was completed by using second fiber. Patient outcome ¿ok.¿ no injury to the patient was reported.